Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Pm logs have been checked and all pm's were completed with no discrepancies found. Affected amount: 1pc. Duoderm hydroctive gel 15g was manufactured under sap code (B)(4) and manufacturing lot number 9c03064. Lot # 9c03064 was sterilised under lots 19d02k2818, 19d02k2819 and 19d02k2820 and released on review of results of sterilisation provided by sterilisation company baxters. All results were within specification and products were released. The production process, in process testing and packaging of product was run in accordance with pi12-017 ver. 27.0 for gel filling and final packaging. Visual inspection in accordance with br12-017 was completed at the beginning of the order and every 15 minutes following until the order was complete. A nonconformity was registered during the manufacturing process of lot 9c03064 however it is for a different issue and is not linked to the complaint issue. There are 4 complaints registered for the affected lot however they are for different complaint issues and different malfunction codes. 3 photographs have been received and have been evaluated in accordance with wi-0359. The photos confirm the expected product and the complaint issue. The open seal is caused by the missing plastic ring causing the lid to pierce the seal. The tube is filled from the other end and so the issue has come from the supplier. The supplier has been contacted about the issue and corrective actions have been put in place. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site:1000317571.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the sealed opening of the tube was exposed (opened). The affected product was not used by or on a patient / end user. Photographs depicting the issue were received from the complainant.